Manufacturer narrative:
Reporter phone number (B)(6). Date of event is estimated.

Event description:
It was reported that patient did not charge the ipg as recommended. The ipg was deemed inoperable and patient lost therapy. As a result, patient underwent surgical intervention wherein, the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The reported event that patient stopped charging and ipg was unable to perform therapy was not confirmed. As received, the returned ipg communicated with the lab patient programmer. It passed the visual inspection and charged successfully. The ipg passed functional testing on the auto tester.